Event description:
It was reported that a 1-level anterior cervical discectomy and fusion (acdf) at c3- c4 was performed on (B)(6) 2015 due to neurological issues. The patient reported arm weakness, tingling in the arm, and unknown neurological symptoms post-surgery. MRI images showed something pushing against the spinal cord, however, x-rays showed no hardware failure. The patient was revised on (B)(6) 2015, during which a hematoma was discovered right behind the hardware. The hematoma was evacuated and the original hardware, which consisted of one (1) zero-p variable angle implant (8mm height lordotic) and two (2) 3.7mm titanium cervical spine screws (self-tapping / variable angle 14mm), was removed. The hardware was found to be completely intact with no reported issues. The same zero-p implant was put back in with two (2) 16mm screws. Since surgeon was using the pre-existing screw holes, he opted to use longer screws to gain more bone purchase. The patient's symptoms were determined not implant-related. There were no reported surgical delays and no fragments. Procedure was successfully completed with no patient harm. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional patient information: patient height was reported as (B)(6). Patient initials were (B)(6). Patient gender is unknown. During the revision procedure on (B)(6) 2015, the implant was removed and then re-inserted. Per facility, the complainant parts are not expected for return. (B)(4). Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.